Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the customer peeled of the film and tried to use the artic gel pads, the adhesive layer was attached to the film side instead of the pad side (lot# ngfr5281). It seemed that there had been similar cases in the past (lot# unk) and the patient had used it. Per follow up information received via ibc on 11mar2022, it was stated that the past event was not reported and the detail was unknown.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the attached photo sample noted one opened (no original packaging present), arctic gel pad kit. Visual inspection of the pad surface noted the hydrogel separated from the pad. A potential root cause for this failure could be improper design consideration or material selection. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was evaluated.

Event description:
It was reported that when the customer peeled of the film and tried to use the artic gel pads, the adhesive layer was attached to the film side instead of the pad side (lot# ngfr5281). It seemed that there had been similar cases in the past (lot# unk) and the patient had used it. Per follow up information received via ibc on 11mar2022, it was stated that the past event was not reported and the detail was unknown. Per follow up information received via ibc on 31mar2022, it was stated that the material separation issue in the artic gel pads with lot# ngfr5281 was occurred during the device preparation. For similar cases in the past, it was unknown whether the issue was occurred during device preparation or during therapy. It was unknown why the past event was not reported and whether the adhesive on the wrong side was related to misassembly failure or the adhesive layer just got into the film side while peeling off.